Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine the cause of the reported difficulties. The subsequent treatment appears to be related to circumstances of the procedure. Based on the reported information it is possible technique resulted in the irregular appearance and the reported anticoagulation given to the patient led to the failure to achieve hemostasis; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation ablation interventional procedure. Reportedly, the first knot of the first perclose prostyle deployed was visible at skin level. However, the physician was able to push the knot back in the vein by just pulling on the blue rail. There were no issues when pre-placing the 2nd prostyle. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. However, there was still a small bleeding due to anticoagulation given to the patient, thus manual compression was performed and was able to fully achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.